Event description:
(B)(6) the patient was at home and he is diabetic. He had a severe event and became unconscious. The dexcom g6, only displayed low. Evidently it will do this when. The clarity app is downloaded on his wife's phone so she can download for that day. This is not the first time there has been a life threatening event since the implementation of the dexcom 6 for mr (B)(6). The dexcom6 is not showing the mg/dl appropriately and by the time it alerts, it¿s too late. Dexcom states there can be a 20 to 30 mg/dl difference in their readout. We are not sure what their FDA filing and therefore finally approval by the FDA for the standard deviation difference for use of the medical device. Even if they did receive this 20 to 30mg/dl approved, this is not acceptable. The patients wife has called the customer support for dexcom they also tell patients this level of error exists and it is not accurate. When the family called the insurance company they are told they are not eligible for a new receiver for 5 years, so even though the device is not working they cannot get a new one. Technical support will tell them, when there is an "off" reading they do not put the emphasis on the receiver being bad. They put the emphasis on the issue with the sensor. The sensors are changed every 10 days. The patient is doing that religiously. The dexcom 7 we are told has no separate receiver or transmitter. It appears to be all one in the "7" there is a sensor that reads to the app on the iphone. The receiver and transmitter bas been removed from the equation in the dexcom 7. (B)(6) 2023, 9pm sensor insert: (B)(6) 9pm expire. "Sdays" 10 expiration for the sensor, 30 day expiration for the receiver. Serial number of dexcom 6 receiver: (B)(4). Serial number of dexcom 6 transmitter: (B)(4). Reference reports: mw5116154, mw5116155.